Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, about 1 hour after starting the operation, the opening part of the jaws became bad, so the area of the jaws was wiped, but it became harder to open than usual. The jaw was partially open. There were no problems with sealing or cutting, but the cut trigger felt heavier than usual. (No recharge alarm, etc.) Another device was taken out and the operation was completed. There was no patient injury.